Event description:
The surgeon was using the stryker serfas energy super 90-s 3.5mm ((B)(4)) and the coagulating tip broke off. We were doing an arthroscopic acl reconstruction of a right knee. The tip was taken out of the right knee. There was no harm to the pt, surgery was completed and pt went to recovery. Pt was discharged the same day.